Event description:
It was reported by the customer that they have experienced three incidents where needles bent when the safety cap was applied after injection. The bending occurs because the needle tip is striking an internal component of the safety cap, rather than gliding smoothly as intended; there's no needlestick injuries have resulted from these incidents. Additionally, no information was received regarding a serious injury as a result of this product issue.